Event description:
The facility reported to largo customer service a pump that stopped infusing. This problem was identified during pt use. There was no pt injury or medical intervention necessary according to the hospital representative. No additional info is available.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.